Manufacturer narrative:
Qn#(B)(4). The serial number on the returned sample is (B)(6). Returned for investigation was a 30cc 7.0fr rediguard intra-aortic balloon catheter (iabc) with the original packaging box that matches the serial number for the returned sample. Returned with the sample was the supplied 30cc driveline tubing. Upon return, the one-way valve was tethered to the short driveline tubing. The bladder was fully unwrapped. No blood was noted on the exterior surfaces of the returned sample. No obvious blood was noted within the helium pathway; the catheter was likely cleaned prior to return. The one-way valve was tested and passed. A vacuum was pulled on the one-way valve, and it held for at least 1 minute according to quality system document. The catheter's central lumen was aspirated and flushed using a 60cc lab-inventory syringe. No blood or debris was noted. The iabc was connected to an iabp using the returned 30cc inflation driveline tubing. The iabc was inserted into the "t" tube and 100mmhg backpressure was applied. The pump alarmed "possible helium loss 3". The iabc was leak tested in accordance with testing methods from manufacturing procedure. An external leak was immediately noted and located around the proximal end of the bifurcate bushing. No other leaks were detected. A lab inventory 0.025in guidewire was back loaded through iabc distal tip. The guidewire met resistance and could not advance at approximately 41cm from the iabc distal tip. Some blood and debris was noted. The guidewire was front loaded through the iabc luer. The guidewire met resistance and could not advance at approximately 15.5cm from the iabc luer. Some blood and debris was noted on the guidewire. A device history record (DHR) review was conducted for the lot number with no relevant findings. The device passed all manufacturing specifications prior to release. The reported complaint for iab helium loss alarm is confirmed. During the investigation, an external leak was confirmed from the intra-aortic balloon catheter (iabc) bifurcate bushing. The external leak could cause a helium loss alarm. Based on a review of the device history record (DHR), the product met specification upon release; however, the specifications were not met during the complaint investigation due to the external leak from the iabc bifurcate bushing. The probable root cause of the complaint is manufacturing related. A corrective and preventive action (CAPA) has been initiated to further investigate the issue.

Event description:
It was reported "the intra-aortic balloon pump (iabp) did not function at any point, despite repeatedly restarting the console. After replacing the balloon, the device began working immediately". The location of the second catheter is unknown. The patient's current condition is reported as "doing well".

Manufacturer narrative:
(B)(4).

Event description:
It was reported "the intra-aortic balloon pump (iabp) did not function at any point, despite repeatedly restarting the console. After replacing the balloon, the device began working immediately". The location of the second catheter is unknown. The patient's current condition is reported as "doing well".